Event description:
It was reported by the professor at the user facility that a clostridium infection was present under the gel pads in use on the pt with the arctic sun device. In further conversation with the pt's physician, the clostridium infection was present in other parts of the pt's body, not just under the gel pads. The physician believes that the pt's death is unlikely related to the gel pads given the infection was present elsewhere in the pt. The pt was reported to have a history of vasculitis, end stage renal failure, liver cirrhosis and arterial hypertension. Additional information reported that the pt cardiac arrested due to severe septic shock including multi-organ failure and was admitted to the hospital on (B)(6) 2012. During this hospitalization, the pt had surgery due to gas gangrene of the legs and complications of trachea laceration and ards. The arctic sun treatment was started on (B)(6) 2012 due to the cardiac arrest and ended on (B)(6) 2012. On (B)(6) 2012, the pt died due to multi-organ failure. During treatment the pt was receiving vasopressors: norepinephrine, dobutamine and adrenaline. In addition, the pt received a muscle relaxant, pancuronium 12 mg during introduction of cooling. Around 24 hours after treatment several biopsies were taken and tested positive for clostridium perfringens. The positive test result was from the right knee-joint and subcutaneous upper and lower right leg. Furthermore, ecchymosis under all get pads was noted during treatment. The origin of the ecchymosis under the pads is unclear; however, the doctor expressed that an explanation could be a combination of the low platelets due to severe septic shock and liver cirrhosis and the history of vasculitis.

Manufacturer narrative:
No complaint sample was returned to perform an investigation. Neither the catalog no. Or lot no. Were provided; and therefore, a device history record could not be reviewed. The IFU provides the following: indications: the arctic sun temperature management system is intended for monitoring and controlling pt temperature within a range of 32 degrees celsius and 38.5 degrees celsius. Directions for use: place the pads on healthy, clean skin only. Remove any creams or lotions from pt's skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Cautions: due to underlying medical or physiological conditions, some pts are more susceptible to skin damage from pressure and heat or cold. Pts at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the pt's skin under the actigel pads often; especially those pts at higher risk of skin injury. The water content of the hydrogel affects the pad's adhesion to the skin and conductivity, and therefore, the efficiency of controlling pt temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Based on the information given by the pt's physician, this event was not considered reportable in the 30 day reporting time frame. The physician informed bard that it was unlikely that the pt's death was related to the gel pads given the infection was present elsewhere in the pt's body. In addition, the pt had multiple pre existing conditions serious in nature. In further conversation with medical consultation on (B)(6) 2013, bard is taking the approach to report this information as the fact remains that the initial report of clostridium infection under the gel pads was communicated and other than a single medical opinion, there is no clinical information available to explain the cause of the infection and/or death. (B)(4).